Manufacturer narrative:
Medtronic received additional information that this mechanical valve was replaced due to an aortic root abscess caused by enterococcus endocarditis. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 13 years 4 months post implant of this 24mm aortic mechanical valve, it was explanted and replaced with 27mm bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.